Manufacturer narrative:
The complaint that the handles detached from the 15.0fr introducer/dilator/sheath was confirmed, but the cause is unk. The sheath had been partially split, prior to being received at (B) (4). Both handles were detached from the returned sample. Microscopic examination (10-30x) of the proximal end of the sheath revealed a longitudinal tear and slight plastic deformation where each of the handles should have been attached. A chr is not possible, as no mfg lot number info has been provided by the complainant.

Event description:
It is reported that the sheath of new dilator/introducer in the kit is too soft, when a hemoglide catheter is placed femoral, the sheath of the introducer is too soft so that it will kink, with the kink it is not possible to get the catheter in.